Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via a merlin. Review of transmission revealed non-sustained right ventricular oversensing ¿ nsrvo due to post-paced t-wave oversensing. The oversensing was noted on stored electrograms. The patient did not receive therapy during the oversensing. Device reprogramming was discussed, no intervention was performed. No patient condition was reported.